Manufacturer narrative:
One device was returned for repair. Review of error log found error 41622 occurred 11 times. The device has not been in for service previously. Confirmed primary complaint of error code 41622 by going though incoming verification testing. The cause of the error is the optical disc reader. During visual inspection, the lcd lens was found cracked. After replacing the lcd lens and optical switch, the device passed all tests with no other issues found. Updated software.

Event description:
It was reported that the device exhibited error 41622. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.